Event description:
Customer reported with a description of "our coloscope remains contaminated after two microbiological tests". The customer has send the device in for evaluation and third party hygiene microbiological investigation (hmi) for investigation. The customer did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer hygiene microbiological investigation (hmi) results and cds checklist has not yet been provided and not yet received . Follow up is in progress. The subject device was then sent to olympus third party hmi and performed a culture test for the device after the device was reprocessed (performed a culture test samples from the device in accordance with rki-bfarm-guideline). The olympus third party hmi results reported with the following : test sampling date and results: (B)(6) 2022 - the device air/water channel tested positive micrococcus luteus >20 cfu/ml (37°c), auxiliary water channel micrococcus luteus 2 cfu/ml (37°c). (B)(6) 2022 - second sampling- performed a culture test for the device after the device was reprocessed . Results noted all channels found no detection of microorganism. The results are conform in accordance with "rki-bfarm-guideline. The device was then evaluated for repair and inspection at rrc (regional repair center) olympus . The device inspection and evaluation findings noted below: air/water (aw)cylinder has discoloration. Scope (s-cylinder has discoloration.) C-cover has a crack. Adhesive on a-rubber has a crack. Connecting tube has coating peeling. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation. .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing however, the user culture results were not shared. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response to follow up. Communication with the customer conveyed the following information: the customer wishes his device to be returned unrepaired and is not answering the cds checklist questionnaire. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.